Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly was loose. Analysis also found the tabs on the power cord door were broken. The power supply fan and system fan were noisy. It is noted there were signs of corrosion on exterior of the upper case and lower case. (B)(4).